Event description:
On (B)(6) 2009 the pt reported experiencing issues with air bubbles forming in the system within an hour after changing the insulin cartridge. She stated that she is performing the change cartridge procedure properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge, infusion set, and adapter were requested to be returned for evaluation.